Event description:
A malfunction code, malf 12, was reported, but no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was guided through resetting the pump by technical support, and the issue did not recur. The pump was deemed safe for continued use, and instructions were given to report any future malfunctions.